Manufacturer narrative:
Add'l catalog #, 72402106, 72402287. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A clinical pt with congenital abnormality was implanted with an acticon device on (B) (6) 1998. On (B) (6) 2010, the entire device was removed and replaced, due to recurring fecal incontinence. A request for the device and additional information has been sent and the device has not been returned for analysis. No further information has been provided at this time.